Manufacturer narrative:
This report is being supplemented to provide additional information, corrections, and the legal manufacturer's investigation. D9 was corrected, and g3 of the initial medwatch should be corrected to 19 dec, 2023 instead of 01 jan, 2024 as initially submitted. Lastly, h4 has been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about six years since the subject device was manufactured. Based on the results of the investigation, the foreign material may not have been removed because reprocessing could not be conducted properly. This is most likely due to leakage from the right-left/upward-downward angulation control knobs. However, the root cause could not be specified. The suggested event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection . IFU states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the additional findings were as follows: due to damage on the right/left knob, water tightness was lost; due to damage on the up/down knob, water tightness was lost; due to deformation of the angle shaft, the up/down knob did not move smoothly; air and water cylinder had no color; suction cylinder had no color; forceps channel port had a dent; plug unit was damaged; due to wear of the angle wire, the play of the up/down knob was out of the standard value; plastic distal end (c-cover) had a chip; air and water tube had foreign objects; bending tube was deformed; adhesive on bending section cover (a-rubber) had a crack; connecting tube had a scratch; universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the gastrointestinal videoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that white foreign material was found in the air and water tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.